Event description:
Customer reported intermittent occlusion events. There was no adverse impact. Customer resolved each occlusion event by changing the cartridge and resuming insulin. Reportedly, the customer failed to properly cycle the cartridge during the load procedure which is considered off label use.